Event description:
The reporter indicated that when the patient lifted his shoulder, the pacer moved up and the leads straightened out. There was a loss of sensing in the bipolar mode; functioned okay in the unipolar mode. A clavicular crush was suspected and both leads were extracted.